Event description:
Pt ((B)(6)) has surgery on (B)(6) 2013 for knee prosthetic and was prescribed tens for pain. Pt was moved to rehab facility on (B)(6) 2013. Adverse event was reported (B)(6) 2013. Pt was still in rehab facility as of (B)(6) 2013. It is unk to met at this time if the adverse event lengthened her stay. Pt's son contacted a dme we distribute on (B)(6) 2013 stating that beneath the location of (B)(6)'s sterile electrode, a sizable blood blister had formed. The dme instructed him to discontinue the use of the tens and to remove it. The dme provider then traveled to meet with the pt and son. During this visit, the dme provider discovered that the pt had an allergy to adhesive. The dme provider then contacted the pt's physician on (B)(4) 2013 when he became aware, again on (B)(4) 2013 for follow up. The dme was informed on (B)(4) 2013 that the wound was dry and beginning to heal. (B)(4).